Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse discovered air bubbles in the sample, reagent, and water probe tubing. The fse proactively replaced the digital fluidics printed circuit board and the sample manifold. The fse then primed the system and ran ten replicates of quality controls, all of which were within range. The cause of the discordant pts results is unknown. The instrument is performing within specifications. No further evaluation of this device is required.

Event description:
Discordant prostate specific antigen (pts) results were obtained on two patient samples on the immulite 2000 instrument. The samples were run in duplicate, and the results did not match. The discordant results were not reported to the physician(s). The samples were rerun following a service visit, and the correct results were reported to the physician(s). There are no reports of adverse health consequences or unnecessary treatment due to the discordant pts results.